Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 9735521, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to track instruments. They checked the tracking details and the emitter was showing as faulted. The disconnected and re-connected the emitter and then they could track instruments and proceed to registration. There was a reported delay of less than one hour and no reported impact to patient outcome.